Manufacturer narrative:
A medtronic representative evaluated the system and discovered that the hand switch cable connector was loose. Upon tightening the cable, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4) fei: 3004785967.

Event description:
A medtronic representative reported that during a spinal fusion case, site was initially able to take a 3d image on the imaging system, but when attempting to obtain another image after screw placement, they were unable to do so. After a five minute delay, site discontinued use of the imaging system and completed the procedure with a c-arm, with no adverse effect on patient outcome.